Manufacturer narrative:
On (B)(6) 2021 the customer reported a blank screen, exposure to water, and a hairline crack in the case. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side near the corner of the belt clip rails, missing serial number label, scratched case. After battery installation, the device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. After visual inspection, there is corrosion in/around the following: battery board, keypad flex cable terminal; electrical board, components located at the top of the back side of the board, back of the lcd screen, components on the lcd flex cable assembly located just below the lcd screen; top of the motor around the home motor switch. After inserting a known good electrical board 2 into the test electrical board 1 and then into the test case, a blank display was noted. After inserting the test electrical board 1 into a known good electrical board 1 and then into the test case, the device powered up normally. The software version was able to be obtained. In summary, the customer¿s report of a blank screen, exposure to water, and a hairline crack in the case all was confirmed during testing. The flashing white/blank display is due to the moisture damage on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen. Customer reported that the insulin pump was exposed to moisture. Customer stated that on the back of the button there was a hairline crack. Customer was assisted for troubleshooting but the display was blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.